Event description:
It was reported that inflation could not be maintained on one(1) size 6sct, single cannula cuffed tracheostomy tube. Limited info was reported regarding the event the device and the pt. Multiple attempts to contact complainant have been unsuccessful. There were no reported pt injuries associated with the reported experience. The return status of the involved 6 sct device is unk. As of the date of this submission the device has notbeen received by the MFR.